Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power was only intermittent to the vasoview hemopro 2 endoscopic vessel harvesting system (vh-4000), it would not always activate. The reporter clarified that this was not related to shutting down, and the harvester does not do fasciotomy. The cable and adaptor were swapped out with little to no difference. Then, a new unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater and jaws had signs of clinical usage and no non conformities. There were minimal signs of usage and minimal evidence of blood on the tips or handle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. (B)(4).